Event description:
During removal of the sheath introducer, shaft separated and embolized in the pt. A cardiovascular surgeon removed the sheath by making a samll incision at a femoral site. There were no add'l complications. (On 3/12/97 pt had a cardiac catheterization; upon removing the arterial sheath, the hub became detached from the sheath and remained in the artery. Cardiovascular surgeon consulted and removed the sheath with a small incision at femoral site. Pt discharged home on 3/13/97.)